Event description:
Customer reported receiving high glucose readings from their freestyle freedom lite meter. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness and drinking juice to counteract her symptoms. Paramedics were called and treated customer with two tubes of glucose and intravenous solution. Customer was then taken to good samaritan hospital, where she was being diagnosed with severe hypoglycemia and treated with intravenous fluid. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.